Event description:
Report received of a tubing separation. The customer was reportedly examining the set and the tubing separated from the pump cartridge at the distal cartridge outlet. The set was not primed or connected to a pt.